Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be tested/confirmed because the balloon was separated from the outer member, which was likely the reason for the loss of pressure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). This event should not have been reportable for MDR. Due the blinded nature of the trial, abbott vascular has received an exemption from the FDA for filing mdrs associated with a blinded trial. Adverse events and device malfunctions relating to the product on trial, blinded, ide clinical trial, will be reported through the clinical trial.

Event description:
Additional information: it was reported that the procedure as to treat a lesion located in the mildly tortuous, non-calcified, 80% stenosed distal circumflex. The delivery system was advanced to the target lesion without any problems. The balloon pressure was increased gradually; however, kept dropping and only reaching 2, 4 or 6 bars. After disconnecting and reconnecting the device the same thing occurred. A balloon rupture was suspected. The device was removed from the patient's anatomy without any issues and a new xience drug eluting stent was then successfully placed. The same syringe was used for both devices. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that during the unspecified procedure the delivery system balloon was unable to hold pressure. No additional information was provided.